Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). During a pm service, the getinge field service engineer (fse) that encountered the issue replaced the front end pcb board per customer's request and completed the pm with full calibration, functional, and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had saline damage. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had saline damage. There was no patient involvement, and no adverse event reported.